Event description:
It was reported that on (B)(6) 2007, the patient presented post mva with symptoms of neck pain, shoulder pain and ongoing discomfort of radiating arm pain. Radiographs revealed cervical disk disease with instability and loosening of interspinous ligament at c3 with avulsion. On (B)(6) 2008, the patient underwent cervical fusion at c3-c6 with diskectomies using rhbmp-2/acs and anterior plating. On (B)(6) 2010, the patient presented for a follow up visit complaining of persistent neck pain with radiographs indicating lucency at c3-c4 level with a broken screw at the c3 level. It also appears at c5-c6 level of radiolucency around the interbody devices. The c4-c5 level appears to be reasonably intact. On (B)(6) 2010, the patient underwent surgery for c3-c6 hardware removal anterior revision fusion with c3-c6 posterior fusion.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.